Event description:
Davinci xi 12mm cannula seal (B)(4). Sureform 60 stapler would not pass through trocar. Resistance hit before stapler could advance past 5cm down the trocar shaft. Trocar cap replaced, removed from field, and given to slm. Md present and active in trouble shooting problem manufacturer response for davinci xi 12mm cannula seal, (brand not provided) (per site reporter) cannula seal removed from use, reported and returned to intuitive surgical RMA# (B)(4). No patient harm reported.